Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the incident. Based upon the reported information, cutting or coagulation near the metallic marker wire most likely resulted in unintentional contact with the metal. In all probability, the high frequency (hf) current heated the wire resulting in the burn around the wire. The erbe vio 3 user manual explicitly warns of the risk of burns due to unintentional contact of the active instrument with metallic objects in or on the patient's body. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during breast surgery to remove a tumor. The esu was used with an erbe return electrode (i.e., an erbe nessy omega return electrode). The return electrode was attached to the left thigh of the patient. The settings appeared to be highcut 5.5 and precisesect 4.5. During the procedure (i.e., open biopsy on the left breast), a circular 7 x 7 mm burn occurred at the insertion site of the marking wire. The wound was treated with ointment gauze and it healed without any issues.